Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The high and low glucose alarm did not sound, and customer was unaware of changes in glucose levels. As a result, customer experienced sweating and tachycardia. The customer was able to self-treat (unspecified), but subsequently required treatment with unspecified medication provided by a healthcare professional (hcp). No additional treatment or medication was reported. There was no report of death or permanent injury associated with this event.